Manufacturer narrative:
The device was returned to olympus and the evaluation found r-unit is broken and therefore the image is green, fiber bonding in the outer tube area (distal end) is damaged, the connector plug cover glass of the video cable section is damaged. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a green image; fiber bonding at the distal end of the outer tube area is damaged and the connector cover glass is damaged. There was no patient involvement.